Event description:
A customer mother called to report that a pod that they took with them on vacation failed. It made the cracking sound while filling, but she did place these pods. She noticed his bg rising to over 250, and realized that the noise may indicate a problem and removed the pod. The child's bg was controlled with manual injections. She states that the pods were thrown away, and no lot number is available. No further information reported.

Manufacturer narrative:
The product will not be returned so no evaluation was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.